Event description:
It was reported that the insulin gauge was inaccurate on multiple occasions. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.